Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 4mm tear in the distal section. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. Two images were provided which shows the device and its balloon, the balloon appears to be filled with blood but no visible damage is present. This returned media cannot confirm the reported allegation. No other damage was observed.

Event description:
It was reported that the balloon ruptured. The stenosed target lesion was located in the middle segment of anterior descending branch. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 4 atm. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the lesion was 90% stenosed located in a moderately tortuous and moderately calcified lesion. The duration of the first inflation was 5 seconds, and the device was removed directly.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone:(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon ruptured. The stenosed target lesion was located in the middle segment of anterior descending branch. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 4 atm. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the lesion was 90% stenosed located in a moderately tortuous and moderately calcified lesion. The duration of the first inflation was 5 seconds, and the device was removed directly.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon ruptured. The stenosed target lesion was located in the middle segment of anterior descending branch. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 4 atm. The procedure was completed with another of the same device. There were no patient complications.